Manufacturer narrative:
(B)(4). A review of lot f1723001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was observed on the catheter, covering the balloon¿s distal tip. The advancer tube was found inside of the shuttle cartridge tubing. The procedural sheath was not returned for evaluation. Shuttle down step was simulated and the advancer tube was not engaged to the proximal tamp lock as intended. The shuttle cartridge tubing was dissected and it was found that both of the tamp locks were missing. The catheter outer shaft was inspected at high magnification and no evidence of adhesive residue was observed. The advancer tube¿s distal tip was also inspected and no damage was found. The advancer tube¿s length was measured and it was noted to be within specification. The failure reported as the white tamper tube did not display was confirmed. Based on the information provided and the investigation performed, the reported event was caused by the missing tamp locks, resulting in the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step. This issue appears to be related to the manufacturing process of the product. A risk assessment has been initiated to escalate this issue. No additional corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that they went through the prep and deployment, of a mynxgrip vascular closure device (vcd) and the white tamper tube did not display. The vcd was being used in conjunction with a 6f procedural sheath introducer for right femoral arterial closure following an unspecified procedure. The user shuttled down completely. Significant resistance was not encountered while shuttling down. Significant force was not applied when retracting the procedural sheath. The balloon was deflated. The sealant did not deploy and is still on the device. The device was removed and hemostasis was achieved with manual pressure (duration unknown). No patient adverse consequences were noted. The vcd will be returned for analysis.

Manufacturer narrative:
Type of reportable event: updating from serious injury to malfunction. Complaint conclusion: it was reported that they went through the prep and deployment of a mynxgrip vascular closure device (vcd) and the white tamper tube did not display. The vcd was being used in conjunction with a 6f procedural sheath introducer for right femoral arterial closure following a diagnostic renal angiography procedure. The user shuttled down completely. Significant resistance was not encountered while shuttling down. Significant force was not applied when retracting the procedural sheath. The balloon was deflated. The sealant did not deploy and is still on the device. The device was removed and hemostasis was achieved with 30 minutes of manual pressure. No patient adverse consequences were noted. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was observed on the catheter, covering the balloon¿s distal tip. The advancer tube was found inside of the shuttle cartridge tubing. The procedural sheath was not returned for evaluation. Shuttle down step was simulated and the advancer tube was not engaged to the proximal tamp lock as intended. The shuttle cartridge tubing was dissected and it was found that both of the tamp locks were missing. The missing tamp locks would cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step. The catheter outer shaft was inspected at high magnification, and no evidence of adhesive residue was observed. The advancer tube¿s distal tip was also inspected and no damage was found. The advancer tube¿s length was measured and noted to be within specification. Review of lot f1723001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿advancer tube not present¿ was confirmed through analysis of the returned device since to the missing tamp locks would not allow the advancer tube to display after shuttling down. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ if the advancer tube is not engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and the advancer tube not exposed. The exact cause of the missing tamp locks could not be determined during analysis. However, the issue appears to be related to the manufacturing process. A risk assessment to address this issue has been initiated. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (12/6/2017) additional information received indicated that manual pressure was held for 30 minutes. The vcd was being used following a diagnostic renal angiography procedure.